Manufacturer narrative:
DHR review was completed. Part no.: 359.219 , lot no.: 9564238, manufacturing location: (B)(4), release to warehouse date: 23.oct.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned instrument (part 359.219, lot 9564238, mfg 23.oct.2015) was inspected at customer quality and the complaint of deformed was confirmed. Upon visual inspection, it was noted that the plastic handle had a piece broken off from the proximal end. Additionally, the handle has dents and scrapes consistent with use. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Dimensional analysis was not performed as the break was visually confirmed and broken pieces were not returned. Whether this complaint could be replicated is not applicable because the device was returned damaged. The DHR review showed no ncr¿s were generated during production. Material and hardness were tested at the time of manufactured and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped or hit with a mallet). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Event was deemed reportable due to additional information on december 19, 2017. Original alert date was november 29, 2017 device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an inserter for ti elastic nails and a locking slide hammer were used in an unknown procedure on (B)(6) 2017. During the surgery, the slide hammer wouldn't lock on initially, but eventually was able to be locked in place. Similarly, the inserter had difficulty threading into the mallet. Once it was threaded in, there was no issue using the inserter. The surgery was reported to be completed successfully without any complications or surgical delays. The patient was reported to be stable. This is report 1 of 1 for (B)(4).